Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th november 2024, it was reported by a sales representative via email that an ar-13999mf fastpass scorpion, sl-mf had jaws which was no longer closing to meet at the tip. This was detected during a rotator cuff repair procedure on (B)(6) 2024. Procedure was successfully completed with no patient harm by using another scorpion instead.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.